Event description:
(B) (4). It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a dissection occurred. Target lesion was identified in the mid left anterior descending (lad) with 90% stenosis. The lesion length was 12mm with a reference vessel diameter of 2.75mm. Target lesion treated with pre-dilatation with a 2.75 x 30 mm quantum maverick balloon, implant of a 2.75 x 32mm study stent and post-dilatation with 0% residual stenosis. A small dissection to proximal portion of mid left anterior descending (lad) lesion occurred with pre-dilatation. The patient was discharged on aspirin and clopidogrel. No additional information was reported.

Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.